Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site telephone: (B)(6).

Event description:
It was reported before use that cardiosave intra-aortic balloon pump (iabp) displayed flashes on the screen, which were clearly visible. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced the video generator and the unit was checked for proper operation. All functional and safety test performed.